Event description:
Medtronic received information that during the implant of this annuloplasty ring the patient experienced bleeding at the surgical site. Cardiopulmonary bypass was started and sutures were placed, which resolved the issue with no further adverse patient effects reported.

Manufacturer narrative:
The product remains implanted and will not be returned for analysis. Device history review showed that this product met specification prior to distribution. Based on the available information, the cause of this event could not be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Since the initial medwatch was submitted, additional information was received that surgical bleeding was at the auriculum atrii due to a small tear in the tissue. Post-operatively the patient required a blood transfusion. It was confirmed that the bleeding was not related to the device or use error. Based on the available information, the cause of this event could not be determined. (B)(6). (B)(4).